Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the surgeon used a manual handle and reload. After fully firing the device, the jaws of the reload could not be opened using the black knobs. The surgeon applied clips and cut out the stapler. The surgeon then oversewed with suture. The last known patient status is that she is okay. No other adverse events reported.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Evaluation summary. Post market vigilance (pmv) led an evaluation of one manual handle and one reload. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. Engineering disassembled the reload for evaluation of internal components and the device was found to be free of damage with no abnormalities observed. The reload was re-assembled and loaded onto a pmv instrument for functional testing. The reload was found to function properly. Initial visual inspection of the instrument found no abnormalities. During functional testing engineering found that the instrument would not articulate properly. Further engineering evaluation found that the instrument tube housing was broken. This condition prevented proper articulation of the instrument and caused the reload to spring back to the straight position during articulation. Engineering was able to replicate this condition by applying a force to the cover tube. This would cause the tube housing to snap at the base of the tube. The returned devices as received by medtronic were found to not meet medtronic quality release specifications after application in the clinical setting and the reported condition was confirmed. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.